Manufacturer narrative:
Checking the quality databases revealed a corrective and preventive action possibly in relation to the described defect. B3: estimated date.

Event description:
According to the available information the balloon was found in the bed with the balloon deflated. A split was found in the balloon and patient needed to go to emergency to be re-catheterized.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found one regarding the lot number 9505144 (B)(4). We received one used sample, after disinfection sample received was observed and it was noted that balloon was burst without missing part. Burst issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on same family product, defect burst over last four year: 178 similar cases were found.

Event description:
According to the available information the balloon was found in the bed with the balloon deflated. A split was found in the balloon and patient needed to go to emergency to be re-catheterized.